Event description:
Received form 3500a regarding mw 1030670 from FDA in april 2004. Investigation revealed that the surgeon implanted a cc4204bf lens. The lens split in half during insertion into the eye. Lens was removed and replaced with an anterior chamber lens. No pt event or injury.